Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back in service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that images did not appear on the system. No pt injury reported.